Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer reported receiving unspecified low readings obtained on the adc sensor scan and, as a result, experienced a loss of consciousness. The customer further reported that he was found by an unspecified third-party and was assisted in standing back up but no treatment was rendered after symptoms subsided. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer reported receiving unspecified low readings obtained on the adc sensor scan and, as a result, experienced a loss of consciousness. The customer further reported that he was found by an unspecified third-party and was assisted in standing back up but no treatment was rendered after symptoms subsided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.